Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
I arrived for rv lead revision and interrogated patient with single chamber defibrillator. Patient¿s tachy therapies had been disabled, and he was wearing a life vest. Rv lead did not capture on inspiration and r-waves decreased to 1.8mv on inspiration. Low voltage impedance remained stable at 510 ohms and high voltage impedance was 66 ohms. After speaking with physician he reiterated that lead would not capture on inspiration and he witnessed r-waves < 1mv on inspiration in clinic. The existing lead was capped and new rv lead was placed. Patient remained stable throughout the procedure.

Event description:
It was reported that the right ventricular lead was not capturing, and the r-wave amp decreased. The lead was reprogrammed. The lead was later capped and replaced on (B)(6) 2019. The patient remained stable throughout the procedure.